Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071-35 implantable pacing lead 2005 (B)(6); 6947-65 implantable tachy lead 2009 (B)(6). (B)(4).